Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿How was this noticed? (Patient pain, failure to aspirate/flush, under scan/imaging) during flushing¿. ¿device removed (B)(6) 2023¿. ¿date device was replaced not replaced¿. ¿reported broken lumen after catheter was in use for about 1 week¿.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Even though a tracking label was provided, at this time, there has been no sample returned for a review. Without a sample to review, the investigation of the reported issues is not possible. Since the reported issue could not be investigated with a returned sample, determining a definite root cause is not possible. If the sample is returned a future date, this complaint will reopened at that time for evaluation.

Event description:
¿How was this noticed? (Patient pain, failure to aspirate/flush, under scan/imaging) during flushing¿. ¿device removed (B)(6) 2023¿. ¿date device was replaced not replaced¿. ¿reported broken lumen after catheter was in use for about 1 week¿.